Manufacturer narrative:
Reported event an event regarding disassociation involving a accolade stem was reported. The event was confirmed by medical review. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: event date: (B)(6) 2021 opened (B)(6) 2021event description: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6), 2010 and was revised on (B)(6), 2021. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Anatomic site: right hip. Implants involved: lfit v40 cocr head 40mm $mm, accolade #2.5 x 1270 stem. Materials reviewed: (B)(6) 2021: stryker pi report (B)(6) 2021: letter of product event. Implants noted. Material analysis not performed as implants not returned. Ion levels not confirmed. No medical records provided, no history provided. No conclusions without additional information. Product surveillance will monitor trends. No action required. (B)(6) 2010 admission: implant sheet. Trident psl ha shell series e 52mm, x3 polyethylene 40-e, accolade tmzf v40 stem 1270 size 2.5, 40mm lfit head $mm (B)(6) 2021: x-ray report. Disruption/fracture of femoral component at level of the head. Superior and anterior displacement of distal fragment. (B)(6) 2021: operative note. Revision tha for metallosis and trunnion fracture. Implants restoration modular 18x155 stem, 21 !0 body, dual mobility head 42 -4mm, dual mobility liner. Had been asymptomatic a few weeks prior. Got up and pivoted and felt immediate. Pain. Med-evac from oklahoma. Told may have a recalled hip. Hardinge approach. Immediately saw black everywhere in joint. No ball on trunnion. Liner out and locking mech ok. Cup stable. Head was in cup. Midas used to take out stem and modular restoration placed. No obvious infection. Confirmation: a revision was performed for disassociation of a cocr v40 femoral head form a tmzf stem. The other events cannot be confirmed. Root cause: the root cause of the revision was a head-trunnion disassociation and resultant metallosis. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6), 2010 and was revised on (B)(6), 2021. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Update : (B)(6) 2021 due to med review "a revision was performed for disassociation of a cocr v40 femoral head form a tmzf stem. "

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2010 and was revised on (B)(6) 2021. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.